Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter read inaccurately high in comparison to another meter (patient¿s back-up meter). The complaint was classified based on customer service representative (csr) documentation. The patient advised the csr that on (B)(6) 2018 at 9.30pm, she obtained inaccurately high readings of ¿208 and 409 mg/dl¿ on the subject meter compared to a reading of ¿98 mg/dl¿ on her back-up verio flex meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with fixed doses of insulin (unspecified type or dosage) and explained that she did not take any action in response to the alleged inaccurate high readings. The patient advised the csr that she experienced symptoms of ¿shaking, sweating, nervousness and difficulty of breathing¿, but did not specify if she developed these symptoms before or after the alleged product issue began. The patient stated that she self-treated her symptoms with food and drink less than 10 minutes after the onset of symptoms. The patient also stated that within 10 minutes of becoming symptomatic she performed another blood glucose test on her back-up verio flex meter and obtained a result of ¿44 mg/dl¿. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used, the correct testing steps were followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr was unable to perform a control solution test as the patient did not have control solution at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate results with the subject meter.